Event description:
The ligasure handpiece was being used on liver and the blade release mechanism was becoming increasingly hard to release and to activate. It was not moving easily out or in. Covidien rep was present during failure.